Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture on the atrial lead and an x-ray revealed dislodgement on the atrial lead. The physician elected to explant and replace the atrial lead. There were no patient consequences.